Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed low pacing impedance measurements exhibited by the right ventricular lead. The episodes were isolated, no interventions were made, and the clinic decided to monitor. The patient was stable.